Event description:
It was reported that after implantation of the lead, the physician recognized that the extension connector¿s last screw was turned over inside the capsule and bent the lead a lot when it was tightened. The lead was then explanted.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial # unknown, neuro extens, product type extension; product ID neu_unknown_ext, serial # unknown, neuro extens, product type extension; product ID neu_unknown_ext, serial # unknown, neuro extens, product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the percutaneous extension found the #3 connector appeared to have been twisted and the #3 conductor was broken. The #1 conductor had been pulled up and around the #3 connector block. The #0 conductor was broken at the connector weld site due to overstress and possible twisting of the #0 connector. The proximal and distal segments of the extension were functionally tested. With the proximal segment, continuity was acceptable on all circuits and there were no shorts between circuits (dry). For the distal segment, circuits #0 and #3 were open. Circuits #1 and #2 both measured 2.5 ohms. No shorts between circuits (dry) were noted. The tightening of the setscrews was tested with a known good 3889 lead and the 4 oz-in torque wrench. Holding the sides of the connectors properly, the setscrews were able to be tightened to the lead without significant twisting of the connector blocks.